Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not returned. Therefore, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Event description:
Solution set in which the units had an "occlusion problem". The problem was noted during patient use; therefore there was patient involvement. The patient stated that her tpn is not infusing properly, she said that the tubing it "feels" different. Exchange was done for the flo-gard pump, but the patient believes that the problem is the tubing. There was no patient injury or medical intervention reported. No additional information is available. This is report 14 of 16 of the same reported problem from this facility.